Manufacturer narrative:
(B)(4). Returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and balloon. The balloon, shaft, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon presented no damage or irregularities. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon 1.5mm from the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This device was received together with MDR ID #: 2134265-2017-00074 with a pinhole on the balloon. The target lesion was located in the superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation, however, upon inflation, the balloon ruptured. The procedure was completed with another 6.0mmx6.0mm sterling¿ balloon catheter. No patient complications were reported.